Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the inner coil was fractured as a result of fatigue at 27 cm from the connector pin. This likely contributed to the reported high lead impedance.

Event description:
It was reported that the lead exhibited high lead impedance and a lead fracture was suspected. The lead was explanted and replaced on (B)(6) 2014. The patient was in stable condition after the procedure.